Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that patient came for a follow up at clinic due to the right ventricle (rv) lead exhibiting high threshold. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was stable throughout the procedure.